Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Event description:
It was reported that after reviewing x-rays, it was noted that the tibial alignment was off so the surgeon revised the tibia portion. No further documentation or explant available due to hospital and surgeon policy.

Manufacturer narrative:
An event regarding a misaligned tibial component involving a triathlon prim tib baseplate - cemented was reported. The event was not confirmed. Device evaluation not performed as no device was returned. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because further information is needed. No further investigation for this event is possible at this time.

Event description:
It was reported that after reviewing x-rays, it was noted that the tibial alignment was off so the surgeon revised the tibia portion. No further documentation or explant available due to hospital and surgeon policy.